Event description:
It was reported to philips that the device "can't charge". It was reported to philips that the device failure was observed while in use on a patient. However, no adverse patient impact was reported.